Event description:
It was reported that in 2005 the patient underwent a multiple level spinal surgery extending to the iliac. It was reported that in 2008 a rod was broken near the middle of the construct. No revision surgery was reported. No patient complications were reported.